Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the deflection test was being performed and the impedance dropped. The device was moved to obtain coi but were unable to and a piece of myocardial tissue was on the helix. The device was reimplanted successfully but then the patients blood pressure dropped. An echo was performed, and it was discovered that there was a small effusion with thrombus. A pericardial centesis was performed but the physician cannulate the rv and ra with her technique. The patient decompensated so a thoracic surgeon was called to repair the perforations. They had great difficulty closing the holes because the tissue was falling apart. Epicardial leads were attempted however, they would not fixate to the myocardium, and this was abandoned. The atrial aveir was abandoned and not attempted. The post procedure revealed normal impedances, sensing and the threshold has decreased. The patient is in the ccu and stable.

Manufacturer narrative:
Correction: this report is to retract report 2017865-2024-67439 that was erroneously submitted. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.